Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted on: (B)(6) 2010 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undefined high impedance on the right atrial (ra) lead and sporadic impedance on the right ventricular (rv) lead due to the header problem with the competitor device. Both the leads remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.